Manufacturer narrative:
The cobas pulse instrument serial number was (B)(6). The qc was acceptable. The test strips were requested for investigation, but they were no longer available. The investigation is ongoing.

Event description:
We received an allegation about discrepant glucose results for 1 patient tested on a cobas pulse instrument. The initial result was 29.4 mmol/l. The nurse questioned the initial result as the patient's usual glucose levels were around 7 mmol/l. The nurse used a different finger and retested, resulting in a glucose value of 10.1 mmol/l. The time difference between the 2 measurements was approximately one minute.